Manufacturer narrative:
Reliability engineering evaluated the device, and the reported problem of will not release attachment was confirmed. The tube lock cover of the attachment was loose, two lock pins were missing, and the middle subassembly would not allow the bearing sleeve to seat properly. There were scoring marks observed in the area where the lock pins are inserted, and tooling marks were observed on the bearing sleeve. It was concluded that the problem was most likely caused by improper handling and/or device tampering. (B)(4).

Event description:
Reporter from the USA reported that the bearing sleeve was stuck in the attachment. The device was used in surgery. It is known that there was no patient/user injury. It is unknown if a delay in surgery or medical intervention had occurred. If any additional information should become available, this notification will be updated accordingly.